Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was not loading the application properly caused by software failures. A field service engineer performed remote fix, rebooted multiple times to resolve the application issue on station. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, tower door failed. The customer stated that the malfunction occurred when user trying to issue medication to the patient. However, there was no delay in patient care or harm reported. There were no adverse events or injuries reported based on this event.